Event description:
It was reported that during an attempted implant, the physician tried for about two hours to locate the lead in the patient's bundle of his, however the lead had become dislodged while slitting. The physician tried again in both the bundle of his and the septum, but was unable to adequately fix the lead. The physician opted to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).